Event description:
It was reported that the patient slipped in pins during a cervical occipital fusion. The side screw on the actual pin head piece seemed to slip loose a bit during the surgical case. Additional information was requested and on (B)(6) 2014, the following was provided by the customer. The surgeon stated that it seemed like the patient's head may have moved during the case but post operative exam showed no signs of skin damage from the pins slipping. The surgeon was not certain pins moved. The clamp had been checked for completeness but the customer was unsure if there was any movement and no harm to the patient. No further information was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.